Event description:
It was reported that the device was used during a laparoscopic prostatectomy, the devices would not function (permanent tone). The case was completed with a like device with no patient consequence.

Manufacturer narrative:
Broken blade. Evaluation summary: the analysis results found that two devices (a & b) were received. Device a was returned in good condition. The device was tested and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. Device b was received with the clamp arm missing. As the clamp arm was not returned, further evaluation of the clamp arm could not be performed. The device had the blade broken off and missing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.